Event description:
Adverse skin reaction was reported whilst using this product, skin became itchy. Wafer had to be removed due to pruritus and rash was noted. Product had been used beyond expiration date of 02/2012.